Event description:
It was reported that the 2600 system displayed intermittent longitudinal table top movement errors. The system worked after a reboot. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced several parts and found the software to be corrupted. The rep performed all table calibration procedures and tested the longitudinal table top movement. System operates as intended.